Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and no delivery. The caller did not know the customer's blood glucose reading. The caller did not observe any significant events leading to the alarms. She was unsure when the alarms occurred. She noted that the insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump also had a cracked case at the display window corners, a cracked reservoir tube and battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.